Event description:
Pt implanted with lcp plate and screw construct for a right distal femur fracture on (B)(6) 2012. Pt returned to operating room on (B)(6) 2012 for removal of hardware due to non-union. Four (4) screws broke post-operatively. Surgeon removed all hardware and revised pt with competitor's nail and plate. Hospital retained explanted hardware. This is the 4th of 4 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or part number or lot number provided.